Event description:
It was reported that during a whipple procedure the jaws were misaligned. The surgery was delayed 10 minutes. The device was replaced and the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: t93y86. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har17f device was received with the clamp arm misaligned, and the inner hinges were damage. The device was connected to a test hand piece and a gen11. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. The condition of the clamp arm split can be caused by a failure of the device as a result of clamping and twisting with tissue present; also it is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. However, no conclusion could be reached as to what caused the damaged at the clamp arm. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.